Event description:
Philips received a complaint by the customer on the v60 indicating that a broken connector on the cable for the light crystal display (lcd). It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was determined a replacement was required. On-site service is pending.

Manufacturer narrative:
An onsite quote for the replacement for the lcd was sent to the customer but later expired and no work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.